Event description:
It was reported that during an infusion of dilaudid (0.5mg/ml) the pcu had a system error and shut off. It was reported the device was off for approximately three minutes while the clinician rebooted the system. The patient's pain level remained mild to moderate at that time. No harm was caused to the patient. It was noted that the drug administration history including demand and total doses received from 0813 to 1132 allegedly was lost as a result of the system error. During customer's in house investigation of the logs, 800.8000 was noted. Biomed reports the device is working and passes all quality checks. Customer reports no further information is available.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that during an infusion of dilaudid (0.5mg/ml) the pcu had a system error and shut off. It was reported the device was off for approximately three minutes while the clinician rebooted the system. The patient's pain level remained mild to moderate at that time. No harm was caused to the patient. It was noted that the drug administration history including demand and total doses received from 0813 to 1132 allegedly was lost as a result of the system error. During customer's in house investigation of the logs, 800.8000 was noted. Biomed reports the device is working and passes all quality checks. Customer reports no further information is available.